Manufacturer narrative:
New information: mentor received additional information which indicates that the date of explant (doe) was on (B)(6) 2018. The additional information also indicates that the patient underwent removal and replacement with a gel mentor breast implant of unknown type on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 39 year old female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 400cc and experienced rupture on the left breast implant and bilateral capsular contracture with baker grade IV. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # 3505001bc, 500cc, s/n (B)(4) (l) and catalog # 3504501bc, 450cc, s/n (B)(4) (r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2019-07943 for contralateral prosthesis. The device was returned to mentor with gel that appeared to be clear. No foreign material was observed within the device. Yellow material and gel were observed on the shell surface. Visual evaluation of the device revealed a rent within an area of siltex cracking on the posterior view measuring 2.1 cm. No other anomalies were found. Because mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv shell of siltex breast implants. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the patient also experienced bilateral capsular contracture with baker grade IV. The additional information also indicates the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # 3505001bc, 500cc, s/n (B)(4) (l) and catalog # 3504501bc, 450cc, s/n (B)(4) (r) on (B)(6) 2018, not (B)(6) 2018 as previously reported on follow up 1 report dated 8/7/2018. This is for the left side implant, see manufacturer report number 1645337-2019-07943 for contralateral prosthesis. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 400cc and experienced rupture on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.